Event description:
A high blood glucose level was reported by the customer, but the exact cause of this issue was unknown. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections and did not require further assistance.